Event description:
Futura safety scalpel blade failed to stop in handle upon retraction. Used blade assembly flew out of handle completely and poses a safety hazard.

Event description:
Add'l info rec'd from MFR 7/9/04: smiths medical asd, inc. Is the distributor for the product involved in the report, catalog number 9111. Dist has contacted the MFR of the scalpel and has requested their investigation findings in order that dist may respond to request. Attached is manufacturer's response. Info provided by the MFR for this product has indicated that the failure characteristic (blade out of back of scalpel) is not considered a MDR reportable event. The MFR has indicated, "that it is not likely that this malfunction would cause or contribute to a death or serious injury. They go on to state; "the exposed portion of the scalpel blade is with a blunt end. With the malfunction under discussion, this plastic assembly with blade would exit blunt end first, not blade first. This makes the likelihood of injury from the blade remote." MFR has received a small number of similar complaints. Exam of the handful of scalpels returned indicated that the latch mechanism was not working properly on some of these returned scalpels. In these cases, the latch mechanism did not reliably ensure retention of the blade assembly within the scalpel body during retraction. Therefore, it is possible for the event of mw1029934 to be attributable to the device. Since MFR has not received the scalpel in question back for exam and does not have lot number info, MFR cannot make a definitive determination whether the event in question is attributable to the device.